Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one conductor wire is broken at the yaw pulley exit. The wire is detached from its connection at the grip, making cautery at grips non-functional. The instrument failed electrical continuity testing. Engineering also observed that the yaw pulley is charred and broken, indicating that an arcing event occurred. The bottom section of the yaw pulley exhibits a char mark on the same side as the wire breakage. The exposed bare wire most likely created a path for arcing. The same yaw pulley is missing a .165 x .060 piece opposite of the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It is indeterminable as to how the piece of yaw pulley broke. No other damage was found. Per the case notes, there is no indication from the site that the missing instrument component fell inside of a patient during a surgical procedure.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the pk dissecting forceps instrument stopped cauterizing. The instrument was removed and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported. Although the customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence of arcing. No patient harm was reported, however, we assessed the evaluation results and conservatively decided to report our findings as it cannot be determined whether or not the arcing occurred during the surgical procedure.